Event description:
It was reported that a female resident was found hung up in her bed, not sure how long she was like that. Caught between side rail and mattress, face down and lower part of body on the floor. Facial bruises. Pt history - mild dementia. Pt was removed from bed and rail in question, facility did not mark bed and stated bed and rail probably in use somewhere else in the facility, so they could evaluate the correct bed and rail in question. However, requested sales rep to come there and asses all their beds; sales rep to make arrangements for travel and go to facility. (Facility may not be using co's entire bed system as a unit).